Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the cause of the peritonitis was unknown. On an unknown date, the patient was treated with vancomycin injection (1g, twice a week, ongoing) and meropenem injection (1g, per day, ongoing) for peritonitis. The patient was recovering from the peritonitis event and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.